Event description:
It was reported that after revision surgery, the surgeon checked x-ray. And he found that the blocker loosened (blocker of c3 screw). The surgeon is monitoring for the patient now.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no product issue related to the reported event was found with this product, so this is a concomitant product. Conclusion: no product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that after revision surgery, the surgeon checked x-ray. And he found that the blocker loosened (blocker of c3 screw). The surgeon is monitoring for the patient now.